Event description:
It was reported that the customer was admitted in the hospital with low blood glucose. It was stated that the customer's blood glucose was upper 30's by the time the paramedics arrived, and they treated her with a glucose tube. It was stated that the customer is a brittle diabetic and sensitive to insulin. It was mentioned that the customer made changes in the programming the day before, which may had something to do with it. Troubleshooting was declined as customer stated that there is nothing wrong with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.